Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, on the customer was taken to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 742 mg/dl and ketones. Ketone levels were unknown, however, were identified as life threatening by their health care provider. Customer was treated with intravenous fluids, and insulin, multiple follow up attempts were made to obtain further information, however, no response was received by the customer.